Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. There was no reported impact to the customer's blood glucose level. Customer was informed that when using needles smaller than the standard size, more force is sometimes required to fill cartridge. Customer acknowledged.